Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue. Review identified over 76 manually initiated self-tests between (B)(6) 2025 and (B)(6) 2026 in response to a recurring service code related to failure of the red active status indicator (asi) self-test. The device repeatedly reported the condition, and the user repeatedly initiated manual self-tests in an apparent attempt to clear the code. The instructions for use (IFU) advise contacting service personnel if a service code is reported and state that each manually initiated self-test consumes approximately one shock's worth of battery energy. The repeated self-tests, combined with ongoing alert behavior (flashing red asi and chirping), resulted in accelerated battery depletion, leading to the device no longer powering on prior to the labeled battery expiration date. The device functioned as designed in detecting and reporting the service condition.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.